Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. It was reported that the video splitter for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a catheter placement procedure, the navigation system monitors displayed there was no incoming signal. Manual manipulation of the video splitter restored functionality. There was a reported delay to the procedure of half an 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.